Event description:
Additional information received noted that the right ventricular lead caused extra-cardiac stimulation and patient discomfort. During extraction, blood in device header and insulation damage on the right ventricular lead was noted. The pacemaker and right ventricular lead were explanted on (B)(6) 2024. The patient was in stable condition.

Event description:
New information received notes that the right ventricular lead was explanted. The patient was stable.

Manufacturer narrative:
Correction: the explant date of the right ventricular lead was incorrect.

Event description:
It was reported that the patient's pacemaker and right ventricular (rv) lead had exhibited low impedance measurement and noise problem after implant. Isometric analysis performed at the clinic was able to reproduce the noise. Additionally, the patient's pacemaker was noted to have a header anomaly. No intervention performed and no patient consequences was reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events of low pacing impedance, noise oversensing, pocket stimulation and insulation damage were confirmed. As received, a complete lead was returned in one piece. The reported events of low pacing impedance and noise with oversensing were confirmed. Visual inspection found damage to the outer insulation and an offset outer coil consistent with extreme bending. Electrical testing found shorting between conductor coils. Dissection of the lead found the inner insulation was damaged due to extreme bending of the lead proximal to suture sleeve impression and procedural damage. Damage to the inner insulation would have led to the reported events of low pacing impedance and noise with oversensing. DHR (device history record) was reviewed and found to be complete. The product passed all quality control tests prior to its distribution.